Manufacturer narrative:
(B)(4).

Event description:
An aptus endoanchor system was selected as an accessory device for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and 10 mm in length. The neck angulation was greater than 90 degrees and the vessel tortuosity and calcification was moderate. Per the returned device analysis a broken anchor was found within the applier. No clinical sequelae were reported and the patient is fine.